Manufacturer narrative:
(B)(4) (thread damaged). The product is not returned to manufacturer for evaluation therefore definitive cause of event cannot be determined. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient underwent a scoliosis correction surgery at t2-l3. Intra-op, a set screw stripped while placing the rod on.no patient complications were reported.

Manufacturer narrative:
Product analysis:corresponding mas associated with complaint not returned for analysis. Functional testing was unable to be performed with surrogate part from the same lot due to stock unavailability. Functional evaluation with sample product mas bone screws and break-off set screws confirmed burrs/debris during tightening and fully seated rod. The above observations are consistent with manufacturing issue. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.